Event description:
Lf customer support reports via fax that customer states, " when they retracted ram by use of fill bar, to remove syringe, plunger went forward instead, spraying blood out of tubing onto the wall and floor." No staff or patients involved.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: field service engineer (fse) reports that he was unable to duplicate stated malfunction. Did a complete systems operational check and verified operation of unit. System returned to full service by the customer.